Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure that universal surgical manipulator (usm) 1 became locked. Prior to calling the intuitive tech support engineer (tse), the site rebooted the system, with no change. The tse reviewed the system logs and noted error 307 occurred, followed by 319 errors, against usm 1. The site disabled usm 1 and recovered the fault. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
An intuitive field service engineer (fse) went on site and replaced the universal surgical manipulator (usm) 1 distal set-up joint (suj) to resolve the issue. System has been tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis (fa) testing. Fa was able to confirm the reported complaint in the system logs but could not reproduce the issue when the set up joint (suj) when it was placed on an in-house testing system.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: system functionality was checked upon powering on the system. The system initially powered on with no errors. The reported issue occurred in the middle of the procedure.